Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was being used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Per the physician, the patient presented with obstructive jaundice from a pancreatic head mass.. In addition, there was a known history of a schatzki ring (a thin shelve-like rim of circular tissue in the distal esophagus) but no history of dysphagia or significant esophageal stricture. The patient was placed under general anesthesia and in a prone position when the exalt d scope was advanced. The physician described passing the scope across the oropharynx as a pop. The physician reported that as he was passing the scope in the esophagus, he did not feel much resistance but noticed blood as he was advancing across the schatzki ring. The physician noted that the exalt model d single-use duodenoscope felt rigid. Upon further examination he saw a 7-8 mm perforation and removed the scope. A fully covered esophageal stent was placed immediately. The patient was then extubated and was stable with no follow-up issues. The physician did not do any contrast study or fluoroscopy (x-ray) to see any mediastinal air. The patient was stable after the procedure and doing well, however the physician decided to transfer the patient to a higher-level care facility.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (patient codes): (correction): patient code e211401 captures the reportable event of perforation of the esophagus. Block h7: on march 03, 2022 a product advisory notice (B)(4) was distributed to make users aware of perforations associated with exalt model d single-use duodenoscope and supplement the warnings and directions in the product labeling. This notice also communicated the intent to update the instructions for use (IFU) with this information. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction made to block h10 additional MFR narrative: patient code e211401 captures the reportable event of perforation of the esophagus.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was being used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. Per the physician, the patient presented with obstructive jaundice from a pancreatic head mass. In addition, there was a known history of a schatzki ring (a thin shelve-like rim of circular tissue in the distal esophagus) but no history of dysphagia or significant esophageal stricture. The patient was placed under general anesthesia and in a prone position when the exalt d scope was advanced. The physician described passing the scope across the oropharynx as a pop. The physician reported that as he was passing the scope in the esophagus, he did not feel much resistance but noticed blood as he was advancing across the schatzki ring. The physician noted that the exalt model d single-use duodenoscope felt rigid. Upon further examination he saw a 7-8 mm perforation and removed the scope. A fully covered esophageal stent was placed immediately. The patient was then extubated and was stable with no follow-up issues. The physician did not do any contrast study or fluoroscopy (x-ray) to see any mediastinal air. The patient was stable after the procedure and doing well, however the physician decided to transfer the patient to a higher-level care facility. The device was not returned.